Event description:
It was reported that during an unknown procedure, device did not fire properly. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2024 d4: batch # a9ce1p attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "how did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify" investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with one jaw broken at bifurcation. In addition, the jaw was not returned. The device was disassembled and evidence of corrosion was found throughout the broken area. Four(4) remaining clips were found on the clip track.   The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.